Event description:
Customer reported device = 93 mg/dl at 7 am. Customer stated doctor advised pt to take 20 units of insulin, regardless of the result. Customer took insulin but felt low afterwards. Device = 109 mg/dl at 11 am. Customer felt as though they would pass out. Spouse gave pt orange juice. Level one control was in range, however level two values were not provided. A request was made for return product and replacement product was sent.